Event description:
During routine testing, the user found that the defibrillator would not fire. There was no pt involvement. The user returned one printed circuit board from the unit for repair. Tests disclosed a shorted capacitor (c58) on assembly. The specific cause of the short could not be determined. The investigation was hampered by the lack of the complete device. This appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.